Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention took place on (B)(6) 2024 wherein the entire system was explanted because the physician was unsuccessful at repositioning the lead after multiple attempts.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.